Event description:
Imp # (B)(4).

Manufacturer narrative:
Per the reporter, the patient's father reported the issue was due to the disconnected or loose device circuit. No device was returned to resmed for investigation. (B)(4).